Event description:
Additional information received indicating that the observed event was oversensing due to noise. Provocative testing was conducted and the oversensing due to noise was reproduced. However, diagnostic imaging was also conducted but the alleged cause could not be confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, oversensing that resulted in loss of pacing was noted on the right atrial (ra) lead. It was suspected that the cause of the event was due to lead insulation damage but no diagnostic imaging was conducted to confirm the supposition nor was the damage visually confirmed during the lead revision procedure. The ra lead was capped and replaced to resolve the event. The patient was stable with no consequences.